Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between july 29, 2025 ¿ july 30, 2025. H11: the actual device was not available; however, three (3) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on a random sample, and bubbles were observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was entering an exactamix 2400 valve set though port #5. This issue was described as, ¿drawing air¿. It was unknown at which process step these issues were discovered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.